Event description:
It was reported that this implantable pacemaker device has depleted from 11.5 years to 9.5 years battery remaining. Boston scientific technical services (ts) reviewed the latitude data and indicated that the depletion was most likely due to interrogation due to a long telemetry session. A 30 day allowance to have this device return to normal power consumption. As of this time, this device remains in service. No adverse patient effects were reported.